Event description:
While performing bilateral femoropopliteal bypass at one leg, excessive bleeding was noticed at sutures on distal and proximal anastomoses. Suture used - dogsan (turkish made) , 6.0 with round needle. Bleeding could be stopped only after 1 hour using sponge.